Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. A review of the pump's bolus history indicated that multiple boluses were programmed on (B)(6) 2011, and that the iob duration was three hours for each bolus. There were no alarms or conditions noted in the history indicating a pump malfunction. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter claimed that the iob (insulin on board) feature on animas pump is not working. Reportedly, the patient's blood glucose ranged from 417 to 71 mg/dl with symptoms of small ketones and headache on the day of concern. During troubleshooting, the animas representative noted the following: the patient's hcp just increased the patient's medication. There was no change in the activity. No issue was found with the insulin. There was no air or leakage issue with the cartridge. The total daily dose matches wit the bolus insulin amount. This complaint is being reported because the patient had iob issues and subsequently developed symptoms suggestive of hyperglycemia.